Event description:
It was initially reported that the patient was experiencing never having therapeutic effect. The patient felt the stimulation but there was no relief of symptoms. The patient received very good relief during the trial, but it was on the right side, where she felt stimulation. The patient didn't get any relief on the left side in the trial. Per the reporter, the device was implanted on the left side. The patient had used all of her programs and increased stimulation accordingly, without relief. In follow up reporting, it was noted that the lead was replaced and moved to the contralateral side. The device was noted to be working perfect now.

Manufacturer narrative:
(B)(4).